Event description:
Customer complaint states "the balloon deflated because of a leak. The patient was then intubated with another device. But the same issue happened. Then we had to position the patient on his back to perform the 3rd intubation." (Continued) no patient harm was reported. Patient condition reported as fine. Initial reported device event captured in MFR. Rpt#8040412-2019-00060.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there were white flakes in the blue balloon. It was also observed that the carina stud was cut. The clear cuff was observed to have one cut mark. The pressure of the clear cuff and the blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was found that the blue cuff remained at 25mbar; however, the clear cuff could not be inflated. A device history record review was performed and there were no issues found that could relate to the reported complaint. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is 100% leak testing conducted at the manufacturing facility; therefore, a defect of this type would be detected prior to release. It is possible that the failure could be induced during the intubation process, although this could not be confirmed.

Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report.

Event description:
Customer complaint states "the balloon deflated because of a leak. The patient was then intubated with another device. But the same issue happened. Then we had to position the patient on his back to perform the 3rd intubation." No patient harm was reported. Patient condition reported as fine. Initial reported device event captured in MFR. Rpt#8040412-2019-00060.